Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues related to intermittent connection. A review of the recipient's test data indicates impedance issues. External equipment was exchanged; however, the issue did not resolve. Magnet strength was reviewed and found to adequate. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b3 & d6b, & d.9. Advanced bionics considers the investigation into this reportable event as closed. The recipient was explanted. The recipient was reimplanted with another advanced bionics device. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. Corrective action has been implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.